Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: < n/a. Customer reports: dropped inpen on the floor, the lid won't stay on and won't send the info and won't connect to the bluetooth. Per visual inspection: cap does not fit securely to inpen. Missing cartridge holder. Cap snaps cracked / broken. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen unable to send dose to inpen app due to communication / pairing anomaly. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, a battery test was performed and battery measure at 0.90 volts. It was determined that unit unable to pair or send info was due to depleted battery. In conclusion: customer complaints of inpen not pairing, no communication and cap does not fit securely onto cartridge holder were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.